Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was no longer alarming for high or low blood glucose alerts. The device alarmed hardware low level failure during self-test. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Pump passed the dat test at 0.08705 inches. No under delivery anomalies noted during testing. Device communicated properly with glucose sensor simulator and the guardian link (3) transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No calibration not accepted alerts or change sensor alerts noted during testing. The correct test blood glucose value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. Moisture damage on motor assembly and force sensor assembly. No motor anomalies noted during testing. .

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Device passed the delivery accuracy test at 0.08705 inches. No under delivery anomalies noted during testing. Pump error 63 was present in the device trace download due to broken trace at pin 6 on keypad assembly. Toggled on and increased volume with the audio feature functioning properly. No audio or absence of alarm anomalies noted during testing. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No calibration not accepted alerts or change sensor alerts noted during testing. The correct test bg value was sent from glucose meter and received by device under test; device communicated properly with blood glucose meter. Moisture damage on motor assembly and force sensor assembly. No motor anomalies noted during testing.